Event description:
Reporter alleged when going to the doctor at 9 am a routine doctors' appointment, blood glucose was tested. It was stated a glucose result from the doctor measured 320 mg/dl compared to the customers' result of 142 mg/dl also compared to a lab reading of 346 mg/dl when all testing was performed within 10 minutes of each other. Reporter stated no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.